Manufacturer narrative:
Data logs are being investigated.

Event description:
On (B)(6) 2015, a patient sample was run on the abl827 analyzer. A comparison measurement was performed on a vitros analyzer. The customer reported the abl827 analyzer results for the na parameter to be approximately 10 mmol/l lower than the comparison results from the vitros analyzer. Based on the two results, the customer reported the result from the abl827 analyzer for the na parameter to be false low. The customer reported that from (B)(6) 2015, blood samples from approximately 50 patients were measured on the abl827 analyzer, giving false low results for the na parameter. No adverse consequences were reported for any of the patients as a result of this event.

Manufacturer narrative:
Radiometer has not been able to establish the root cause of this problem. The investigation indicates that the problem may be caused by changing of membranes, hospital staff interference or analyzer rinse (protein removals), as these factors coincided with the reported issue regarding sodium and potassium results. Unfortunately, it has not been possible to validate these suspicions. Radiometer considers this case closed. This is a resubmission of the follow-up no 2 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-000020 rather than 3002807968-2015-000020). No fields, in addition to MFR report #, have been changed since the original submission.

Manufacturer narrative:
This is a resubmission of the follow-up no 1 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based ((B)(4) rather than 3002807968-2015-000020). No fields, in addition to MFR report # and additional MFR narrative, have been changed since the original submission.

Event description:
Fu no. 1: the investigation showed that 30 patients (not 50) were affected. Samples of a total of 26 patients run on the abl827 analyzer were reported by the customer as giving clinically significant false low results for sodium, based on comparison measurements (hospital's internal reference interval is 135-145 mmol/l). These measurements were done on jan.28th to jan.31st 2015. Range of low results:123-134 mmol/l. Also, the customer reported that samples from ten patients run on the abl827 analyzer gave false low results for potassium, based on comparison measurements and the hospital's internal reference interval (3.5-5.2 mmol/l). These measurements were done on january 29th to january 31st 2015. Range of low results: 2.9 to 3.4 mmol/l. For six of these patients low sodium were also reported. No reports of death or serious injury was received for any of the involved patients.

Manufacturer narrative:
Not fei based: the MDR report for this case is not fei based for follow up report no. 1 and follow up report no. 2. The MDR report no. Was missing the digits 968 and stated to be 3002807-2015-00020 instead of 3002807968-2015-00020. Type of report was checked in follow-up 1 and follow up 2 and should have been left blank. Was left blank in initial (07/31/2015), follow up 1 (10/22/2015) and follow up 2 (12/08/2015) should have been left blank in follow up report no. 2.